Event description:
Hcp reports the ins was explanted on (B)(6) 2020. Hcp added that the operative reports indicates 2 leads were removed and sent to pathology that were 34 and 32 cm in length and 0/2 cm in diameter. Hcp noted that it seems like the leads were cut during the explant process. Hcp states x-ray shows a retained lead portion still implanted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019-; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.